Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unable to performed sleep current measurement: the sleep current measurement measures the pump power usage while the pump is in sleep mode/standby mode and active current measurement, due to blank display. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thump. Pump trace download analysis confirmed the pump alarmed a normal charge battery alarm on 01/07/2025 11:57:00:000 and power loss alarm on 01/07/2025 08:48:36:000 due to moisture damage on electronics assembly. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked battery tube threads, missing display window cover, cracked case at battery tube side, cracked keypad overlay, and missing serial number label. Unit was confirmed for charge battery alarm and power loss alarm due to moisture damage. Unit received with blank display due to moisture damage at electronics assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery loss, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.